Event description:
Surgeon was using the harmonic 1100 shears, when all of a sudden, an error message appeared stating that the surgeon needed to replace the instrument. After trying to clean the instrument, the message still appeared.